Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).e1: initial reporter first name: updated

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.